Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced arrhythmia episodes and presented in the emergency room. Upon investigation, it was noted two appropriate shocks and one inappropriate shock for atrial fibrillation with rapid ventricular response were provided. Additional findings noted atrial noise reversions. Pocket manipulation did not reproduce the noise. No intervention was performed and the lead remained implanted. The patient was stable.